Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00620005222 / item name shell porous with cluster holes 52 mm o.d. / lot# 61429548. Item# 00631005032 / item name liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells / lot# 61540444. Item# 00625006530 / item name bone scr 6.5x30 self-tap / lot#61504853. Item# 00625006525 / item name bone scr 6.5x25 self-tap / lot#61563807. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00273.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left hip procedure and nine (9) years later underwent a revision surgery due to elevated cobalt levels, pain, and instability. Impacting his adl's, physical and mental suffering, physical disabilities and expenses. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2021-00120.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 0002648920-2021-00120.